Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted.

Event description:
Patient who experienced a mva with multiple surgeries on an unknown date was returned to the operating room on (B)(6) 2012 for third surgery. Patient had pain on a scale of 10 out of 10 with surgeon concerned with patient having compartment syndrome, there was no indication of infection. During the procedure surgeon used an insertion handle which connects to a connection screw. Surgeon inserted the nail and one proximal screw. The surgeon could not disengage the insertion handle from the screw. Surgeon was using a ball hex screwdriver with a vice and exerting a lot of pressure and the handle of the screwdriver broke with no pieces going into the wound. Surgeon took the driver to the back table and tried to disconnect the handle from the shaft and was unsuccessful. Surgeon then used another instrument, removed the proximal screw and the nail and re-inserted the nail again. Surgeon free handed inserting all the screws into the re-inserted nail. The procedure was extended about 45 minutes. This is 2 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.